Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of unit boots up then monitor goes blank. The fse determined the cause of the problem to be poor internal electrical connections. The fse reseated connections and verified system functionality. Pcb and cable connections transfer power and signals through the system's many components and are crucial to the operation of the system. Most electrical connections are comprised of pin and receptacle contacts. Loose connections can cause a variety of system functionality issues and error messages. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.